Event description:
.

Event description:
It was reported that during an unknown procedure, the surgeon proceeded with esophagus, found that only the anterior had been closed. The posterior sites were not closed. No remaining staples were found in the chest. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: was the procedure done open/laparoscopically? Open surgery. What device was used for the proximal and distal transection? What color reload? Proximal transaction. White reload unit. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) purse string device. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? Placed by hand. Was the spike of the trocar inserted lateral or through the staple line? Through the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Crunch heard. When the device was fired, where was the indicator within the green zone/gap setting scale? Behind 1/3 of green zone. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Across the clip. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch heard. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut confirmation. Did the operation change significantly as a result of the device issue? No. What is the patients age and sex? (B)(6) and male. Did a hcp other than the primary surgeon fire the instrument? No. Primary surgeon fired the instrument. Was there a recent conversion to ees devices in this account or with this surgeon? No. The surgeon changed to hand sewing to complete the procedure. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.